Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 495 units of insulin. The customer's blood glucose level was 118 mg/dl. It was confirmed that the customer will continue using the pump for insulin therapy. In addition, the customer has manual injections available as alternate insulin therapy.